Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on glucose monitor. Suspected cause was due to the customer¿s correction factor requiring adjustments. Customer required assistance from their spouse by administering carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.